Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of the "heat" was found. During service, the device failed the pre-repair diagnostic assessment temperature test. If additional information becomes available a supplement report will be submitted.

Event description:
Report received from (B)(6) stating that the device wa being returned for service. During service of the device, it was noted that the device experienced heat issues. The device was not being used in surgery. There was no patient involvement. There was no additional information provided.